Event description:
Patient scheduled for vaginal sling and a&p repair. While doing the pubovaginal sling, the surgeon was using a boston scientific precision speedtac transvaginal anchor system and the suture anchor broke. The circulator opened another boston scientific speedtac transvaginal anchor system and this one worked without any problems. The patient's diagnosis is stress urinary incontinence and cystocele.======================manufacturer response for transvaginal anchor system, precision speedtac (per site reporter).======================sales rep notified - material management will arrange return to vendor.